Event description:
Patient reported "rupture" confirmed via MRI and "it's gone into the soft tissue of the breast causing swelling and pain." Healthcare professional reported "right side rupture, swelling, pain." Healthcare professional later reported "malposition." Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "rupture" confirmed via MRI and "it's gone into the soft tissue of the breast causing swelling and pain." Healthcare professional reported "right side rupture, swelling, pain." Healthcare professional later reported "malposition." Record is for right side. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: b.5., d6b., g2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, swelling and pain. The device remains implanted.